Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The n¿vision report was attached and the product had been shipped for analysis. The patient had been received baclofen at 2,000 mcg/ml at 1,099.1 mcg/day. Per the pump logs, the first motor stall occurred on (B)(6) 2016 at 02:13 with a recovery at 13:52. Another stall occurred on (B)(6) 2016 at 00:52, a ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2016 at 00:54, and a recovery occurred on (B)(6) 2016 at 13:47. After this, 10 more motor stall messages occurred until the last one was seen on (B)(6) 2016 at 22:24. Each of the motor stalls had a recovery except for the last one.

Manufacturer narrative:
The pump was explanted and analysis revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4)no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The inspection box was incorrectly checked and should not have been checked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date was updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturer representative indicated the pump was explanted on (B)(6) 2016 and the cause of the motor stalls remained undetermined.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received an unspecified baclofen via an implantable pump. The type, dose, and concentration were not documented and could not be obtained. It was reported that the representative read the synchromed ii pump several times and confirmed a motor stall. Regarding any environmental, external, or patient factors that might have led to the event and what diagnostic testing and what troubleshooting or diagnostic testing performed the reporter captured this information as ¿logs reading¿. Patient symptoms were not reported at this time. Surgical intervention was planned but unknown if scheduled. At the time of the report, the issue was not resolved and the patient status was reported as alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.